Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 330461) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation - occupation was lay user/patient.

Event description:
The initial reporter received a questionable high result from coaguchek xs meter serial number (B)(4). At 8:00 am, the result was 3.8 inr. At 12:00 pm, the laboratory result was 2.9 inr. The method was requested but was not known. There was no allegation of an adverse event. The therapeutic range was 2.0 - 3.0 inr.

Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with a reference meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.9 inr, qc 2: 2.9 inr , qc 3: 2.9 inr. The maximum difference between measurements was 0%. The obtained qc results were in the allowed range. No error messages occurred during investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.